Manufacturer narrative:
Unit was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, self-test, unexpected restart error test, and displacement test. The low reservoir alarm feature working properly. No audio beep anomalies were noted. Unit was received with cracked case at display window corners and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump was not beeping when she ran out insulin. Her doctor wanted the insulin pump replaced. Her blood glucose level went up to 900 mg/dl and experienced a diabetic ketoacidosis. The customer was hospitalized on (B)(6) 2016 and for a week. The customer was still wearing the insulin pump at the time of hospitalization. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.